Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a routine follow up, low hv lead impedance was observed. Further testing and possibly considering lead replacement was recommended. No further information is available.

Event description:
New information received notes that since the patient's veins were occluded it was decided to change the hv shock vector to rv to can instead was replacing.